Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. A resolution clip device was used in an esophagogastroduodenoscopy procedure in 2008. According to the complainant, during the procedure, the clip did not detach from the catheter. The procedure was completed with a competitor's hemostasis clip. No patient complications were reported as a result of this issue, and the patient was reported as "fine" following the procedure. Refer to associated manufacturer report #3005099803-2008-00549 for a description of the second event.

Manufacturer narrative:
The suspect device has been not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported malfunction is unknown. The april 2008, 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.